Manufacturer narrative:
As reported, the outback elite shredded the distal tips of the cordis stabilizer guidewire and a non-cordis guidewire. There were no reported patient injuries. The lesion was the distal superficial femoral artery with occlusion. The lesion was heavily calcified. The vessel was not tortuous but the subintimal tract was slightly tortuous. The device was used for chronic total occlusion (cto). The damage occurred during use. The device was stored, handled and prepped per the instructions for use (IFU). The cannula/needle actuated smoothly. There were no anomalies noted to the device when it was taken out of the packaging. There was no difficulty removing the product from the packaging. The device had the usual gentle curve on the outback through the subintimal tract, but no kink. There was a bend but no kink on the guidewire. All of the specified ports of the device were properly flushed. The tip slit and broke off the main guidewire. The distal end of the guidewire was shredded. The stabilizer guidewire was sized 0.14¿. Patient injury was not significant as the broken floppy tip should remain in the subintimal space. The procedure was completed successfully, crossed with intravascular ultrasound (ivus) and stent in the usual manner. One non-sterile outback elite 80 cm re-entry was received for evaluation coiled inside a plastic bag. Per visual analysis, the cannula was received fully retracted into the outback (not deployed). Per visual analysis, there was one kinked condition observed on catheter body at 3.0 cm from distal end. No other damages/anomalies were found on the received unit. The device history record (DHR) review of lot 17756249 does not suggest that the failure experienced by the customer could be related to the manufacturing process. The stabilizer guidewire was not returned for analysis. A review of the manufacturing documentation associated this lot 35233384 presented no issues during the manufacturing process that can be related to the reported event. The complaint reported by the customer as ¿cannula wire port/guidewire lumen- damaged¿ was not confirmed since no damages were found on cannula wire port/guidewire lumen. The exact cause of the failure reported, and the kinked condition found at 3.0 cm from the distal end could not be conclusively determined. Procedural factors, such as the heavily calcified lesion, tortuous subintimal tract and/or handling factors may have been contributed to this damage. Per the IFU (instructions for use) for the outback, if the guide wire kinks, carefully attempt to remove the wire and replace with a new one. Stop if any resistance is felt when removing wire from the outback® elite re-entry catheter. If resistance is encountered, retract the cannula tip back into the shaft and then remove the outback® elite re-entry catheter and wire together from the vasculature. The complaint reported by the customer as ¿distal tip- fractured-separated - in patient¿ could not be confirmed since the product was not returned for analysis and procedural films are not available for review. Procedural/handling factors as listed above may have contributed to this damage. According to the product IFU¿s, users are warned to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Neither the product analysis of the outback received nor the manufacturing records review of both products suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the outback elite shredded the distal tips of the cordis stabilizer guidewire and a non-cordis guidewire. There were no reported patient injuries. The lesion was the distal superficial femoral artery with occlusion. The lesion was heavily calcified. The vessel was not tortuous but the subintimal tract was slightly tortuous. The device was used for chronic total occlusion (cto). The damage occurred during use. The device was stored, handled and prepped per the instructions for use (IFU). The cannula/needle actuated smoothly. There were no anomalies noted to the device when it was taken out of the packaging. There was no difficulty removing the product from the packaging. The device had the usual gentle curve on the outback through the subintimal tract, but no kink. There was a bend but no kink on the guidewire. All of the specified ports of the device were properly flushed. The tip slit and broke off the main guidewire. The distal end of the guidewire was shredded. The stabilizer guidewire was sized 0.14¿. Patient injury was not significant as the broken floppy tip should remain in the subintimal space. The procedure was completed successfully, crossed with intravascular ultrasound (ivus) and stent in the usual manner.